Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleged: suture fell out of the device inside pt. Suture retrieved. Surgery continued with an alternative device. No pt injury or consequence reported.